Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent cartridge change errors during the load sequence with only one cartridge per event; during the most recent occurrence the customer experienced cartridge change errors with multiple cartridges during the load sequence. Customer's blood glucose level was between 120-305 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.